Manufacturer narrative:
Missing component on the returned clamp was noticed by the engineer while performing ir, changed complaint category to ¿appearance / state not as expected: missing component. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device investigation summary ¿ one synframe ring clamp (387.347, lot# 1348514) was returned with the bottom cap missing. It is likely the component was disassembled for cleaning and lost the process. Replication of the complaint condition is not applicable and the complaint is confirmed. The synframe system allows direct visualization and stable retraction, eliminating the need for large hand-held retractors. During assembly, the ring clamp is snapped onto the holding ring using the larger of the two slots. The retractor and guide rod assembly is then assembled into the smaller slot of the ring clamp. Until the clamp is tightened, the retractor remains freely movable in all directions on the holding ring. Product drawings were reviewed during the evaluation. The cap is not meant to be disassembled from the threaded shaft as the two components are secured together using loctite 648. It is likely the components were disassembled for cleaning or the adhesive wore off due to extensive use/cleaning. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information - the part of the synframe ring clamp would not stay on when nurse opened the tray after sterilization. The clamp was not used by the surgeon. Reportedly, there was no patient involvement.

Manufacturer narrative:
Additional narrative: patient information not provided by reporter; it is unknown if a patient was involved event date: unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review ¿ manufacturing location: (B)(4). Manufacturing date: 02. May 2005. No anomalies were detected during device history record review. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follows: the part of a clamp would not stay on. There is no additional information currently available. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.